Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on blue screen. A field service engineer (fse) reimaged medstation, installed solid state drive (ssd), updated firmware, executed server synchronization and registered device in remote support service (rss). Further the fse replaced the pyxibus module control boards on main half height drawer 4.1 and 4.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log case on portal. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log case on portal. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the failure was caused by thermal damage to u300, along with communication issues and a blown fuse (f201). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of bsod on machine - unable to log case on portal - opening for custome was confirmed by fse, and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4) the fse reported that it was reimaged medstation: installed new ssd, updated firmware, executed server sync, and registered device in rss. Also, the fse replaced pmc board and both drawer control boards on main hh drawers 4.1 and 4.2. Finally, the medstation was fully operational and passed the final test via hardware test application. The report was closed. During dchu visual inspection: 151903-01: was received with signs of thermal damage on component u300. 151630-01: the three half height cubie pmc were received with no signs of fluid ingress, missing, loose or broken component. 151622-01: the three drawer controller board were received with no signs of fluid ingress, missing, loose or broken component. During dchu testing: 151903-01: the testing from dchu was not required due to the thermal damage observed during the visual inspection. 151630-01: sn (B)(6): the pmc hh was evaluated on an esd protected surface with a calibrated dmm and it passed the resistance testing on fuse f201. A functional testing was performed using a dchu hta equipment and no issues were found. Sn (B)(6): the pmc hh was evaluated on an esd protected surface with a calibrated dmm and it passed the resistance testing on fuse f201. A functional testing was performed using dchu hta equipment and it had communication issues. Sn (B)(6): the pmc hh was evaluated on an esd protected surface with a calibrated dmm and it failed the resistance testing on fuse f201. 151622-01: sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing on components d501, mosfet q501 and mosfet q601. A functional testing was performed using dchu hta equipment and it had communication issues. Sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing on components d501, mosfet q501 and mosfet q601. A functional testing was performed using a dchu hta equipment and no issues were found. Sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing on components d501, mosfet q501 and mosfet q601. A functional testing was performed using a dchu hta equipment and no issues were found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn 151903-01) circuit board resulting from an electrical failure. Additionally, one half height cubie pmc (sn (B)(6)) and one drawer controller board (sn (B)(6)) had a communication issue, meanwhile another half height cubie pmc (sn (B)(6)) had a blown fuse f201. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.